Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was not exhibiting any responses to the stimulation. Ensured all connections were made, testing on correct part of needle, patient did not receive paralytics. Physician requested a new test stimulation cable. Had to open new lead kit. Opened new lead kit to replace test stimulation cable and the issue was resolved at time of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.